Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at 6:30 am. She denied taking any medications to manage her diabetes, and due to the alleged issue it is unknown if she made any changes to her usual routine. The patient claimed that after an unspecified period of time, after the alleged issue occurred, she became "sweaty". The patient denied receiving any form of medical treatment due to her symptoms. During the initial call with customer service, the agent noted that the meter's battery was due for replacement but the patient did not have a new one available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.